Event description:
The customer reported the system would not start up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced two blown fuses. The system operates as intended.